Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-00038. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the artic gel pads was not working. Nurse stated over the weekend they had a neonate on therapy but had low flow alerts regularly. They spoke with someone to troubleshoot and ended up going through four pads as told to replace the pad and then add another to increase the flow rate. They told to grab pads with a different lot number, but all pads had the same lot, ngjvy601. They would like to know how to proceed so this did not happen again. Explained how if the system diagnostics were good on device, it could be a pad issue which was why the original caller had replaced the pads. With the neonatal pads being so small, sometimes they did not get the flow necessary to keep the heater at full capacity. Informed inquirer they need to hold onto the pads so they could be sent into complaints for further investigation. Per additional information received on 23jan2025, they have two open pir requests concerning arctic gel pads. They would be visiting the hospitals to collect the pads they have raised concerns about.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the artic gel pads was not working. Nurse stated over the weekend they had a neonate on therapy but had low flow alerts regularly. They spoke with someone to troubleshoot and ended up going through four pads as told to replace the pad and then add another to increase the flow rate. They told to grab pads with a different lot number, but all pads had the same lot, ngjvy601. They would like to know how to proceed so this did not happen again. Explained how if the system diagnostics were good on device, it could be a pad issue which was why the original caller had replaced the pads. With the neonatal pads being so small, sometimes they did not get the flow necessary to keep the heater at full capacity. Informed inquirer they need to hold onto the pads so they could be sent into complaints for further investigation. Per additional information received on 23jan2025, they have two open pir requests concerning arctic gel pads. They would be visiting the hospitals to collect the pads they have raised concerns about.